Manufacturer narrative:
Block b3: date of event: date of event was approximated to 06/01/2024 based on the date the manufacturer became aware of the event. Block e1: initial reporter's landline number: (B)(6). Block h2: correction: block h3 (device eval by manufacturer?) And block h11 (additional MFR narrative) have been corrected. Block h6: imdrf device code a15 captures the reportable event of clip would not deploy. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached to the control wire, evidence of soft deployment. Functional testing could not be performed due to the condition of the returned device. No other problems with the device were noted. The reported event of clip would not deploy was not confirmed. The device was returned with the clip assembly attached to the control wire, evidence of soft deployment. There were no signs of activation found on the clip. It is possible that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment could have been caused during the insertion of the device into the scope or when the physician tried to grasp the tissue. The joint capsule-bushing may have been detached due to an external force that hit this joint, and/or could be due to the physician's technique, the anatomy location, or any hits on this joint during preparation that were not noted at the time. Therefore, the most probable cause of this complaint is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on an unknown date. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on an unknown date. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 06/01/2024 based on the date the manufacturer became aware of the event. Block e1: initial reporter's landline number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip would not deploy. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached to the control wire, evidence of soft deployment. Functional testing could not be performed due to the condition of the returned device. No other problems with the device were noted. The reported event of clip would not deploy was not confirmed. The device was returned with the clip assembly attached to the control wire, evidence of soft deployment. There were no signs of activation found on the clip. It is possible that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment could have been caused during the insertion of the device into the scope or when the physician tried to grasp the tissue. The joint capsule-bushing may have been detached due to an external force that hit this joint, and/or could be due to the physician's technique, the anatomy location, or any hits on this joint during preparation that were not noted at the time. Therefore, the most probable cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 06/01/2024 based on the date the manufacturer became aware of the event. Block e1: initial reporter's landline number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on an unknown date. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.